Event description:
Ten devices (part# cev605g) were returned to mxi service and repair.

Manufacturer narrative:
Add'l devices: cev605g (lot #120202) - mfg date: february 2012 - qty4; cev605g (lot #unk) - mfg date: unk - qty 1; cev605g (lot #120201) - mfg date: february 2012 - qty4. Samples from lot #120202, were evaluated and indicated all showed damage to the black plastic skirts to a greater or lesser extent. The blades were also blunt and need to be sharpened. Two of the samples present oxidized pins with traces of corrosion. Finally, one of the samples has one of the mobile blades broken. The damage observed with the plastic skirting was very likely the consequence of abnormal use with shock or excessive force from the scissors exiting the trocar. Lot #unk was evaluated and indicated that the blades were blunt and need to be sharpened. The returned sample presents a broken blade. No material and mfg defect was detected. Samples from lot #120201 were evaluated and indicated that all showed damage to the black plastic skirts to a greater or lesser extent. The blades were also blunt and need to be sharpened. One of the returned samples showed broken threading. The damage observed with the plastic skirting was very likely the consequence of abnormal use with shock or excessive force from the scissors exiting the trocar. The blades were blunt and need to be sharpened. The sample with the broken threading was very likely subjected to excessive force leading to the break. (Attempt to disassemble the skirting with forceps). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Complainant/facility: (B)(6).